Event description:
I had a dura graft put into my head in 2006 because I have chiari malformation. A couple weeks later I got menegitis. I also have been getting (B)(6) that I have never gotten before and I vomit daily. I went to another neurosurgeon and they said that there had been a recall on this patch and these were some of the symptoms. I went in for another surgery and they tried to remove it but they couldn't cause they said it would cause too much damage.